Event description:
It was reported the hf sensor exhibited possibly dampened waveform. The patient's clinical site checked the sensor readings via echo. The site was recommended to further evaluate the potential cause of the reduced blood flow to the sensor.